Manufacturer narrative:
During routing review, this report was reevaluated. At that time, the decision was made to file a report based on the information received.

Event description:
Procedure: unk. Reportedly, the instruments show marks on the jaws. Then, during use, the instruments emitted sparks and a proper seal could not be completed despite the signal of the "closure." There was no injury. During routing review, this report was reevaluated. At that time, the decision was made to file a report based on the information received.